Event description:
In 2002, it was reported to the company that the patient is not responding as anticipated. There was a report of potential extrusion. The center was to have CT scan performed. Advanced bionics representatives have made several attempts to the center. Including telephone calls and a fax, to obtain more information regarding this patient's status. The implant center has not responded to the company's request for additional definitive information. Advanced bionics representatives will continue to contact the center.